Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer evaluated the system and determined that the bushing prevented the pin from locking the arm. The bushing was replaced and the system was able to be returned to full functionality.